Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that it was difficult to insert the radiofrequency head connector and therefore the link electronic module printed circuit board was replaced and calibrated. Analysis further noted that the lower case feet were worn and the right keyboard hinge was broken, both were replaced. The unit was being sent on for software reload and reallocation. (B)(4).

Event description:
The external programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.